Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on march 08, 2021 with lot number 1344938. Visual analysis of the returned device identified: crease flat, opening on anterior, leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.